Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that when inserting the poly at the end of the case, the poly got damaged upon insertion. We had a second poly to insert and it too had a small damaged when inserting on the latter side but the surgeons was ok to use it. A surgical delay of approximately 15 minutes was encountered.

Manufacturer narrative:
Please refer to d9, the product was not returned for investigation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. The surgical technique does note to slide the poly insertion tool assembly over the attachment screw and align flush with the anterior surface of the tibial tray. Thread the attachment nut onto the attachment screw to lock the poly insertion tool to the tibial tray. It also states to prevent incomplete seating of the poly insert, properly irrigate the tibial tray prior to poly insertion. Apply slight reaction force as necessary to keep insertion tool at 90 degrees to tibia. This was the second poly the surgeon used in the procedure. It was noted that the surgeon did initially have difficulty with this particular poly, but was inserted and to the satisfaction of the surgeon to complete the surgery. Based on the details obtained during the investigation, the root cause was attributed to a user related issue. The event was likely caused by incomplete seating and/or alignment of the poly into the tibial tray resulting in the deformation/damage and inability to insert the poly. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that when inserting the poly at the end of the case, the poly got damaged upon insertion. We had a second poly to insert and it too had a small damaged when inserting on the latter side but the surgeons was ok to use it. A surgical delay of approximately 15 minutes was encountered.